Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Per the patient's peritoneal dialysis registered nurse (pdrn), the patient was seen in the pd clinic on (B)(6) 2021 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for staphylococcus epidermidis. The patient did not require any hospitalization for this event. The cause of the peritonitis was determined to be a breach in aseptic technique. The pdrn conducted a home visit with the patient. The pdrn observed the patient placing the cycler bags on their bed resulting in contamination of the tips. There were no issues reported with the liberty select cycler or cycler set for this event. The patient continued pd therapy during recovery. No additional information related to the peritonitis event was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The pdrn stated the cause of the patient¿s peritonitis was a breach in aseptic technique which is supported by the culture result of staphylococcus epidermidis. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Per the patient's peritoneal dialysis registered nurse (pdrn), the patient was seen in the pd clinic on (B)(6) 2021 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for staphylococcus epidermidis. The patient did not require any hospitalization for this event. The cause of the peritonitis was determined to be a breach in aseptic technique. The pdrn conducted a home visit with the patient. The pdrn observed the patient placing the cycler bags on their bed resulting in contamination of the tips. There were no issues reported with the liberty select cycler or cycler set for this event. The patient continued pd therapy during recovery. No additional information related to the peritonitis event was provided.